Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. A getinge field service engineer (fse) sent the calibration procedure from the manual to the customer. The fse stated that the customer reported that post calibration procedure, everything was working normally. H3 other text : not returned to manufacturer.

Event description:
N/a.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) has zero pressure button. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.